Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (10/2/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the patient's daughter contacted lifescan (lfs) alleging the patient's onetouch ultra meter was prompting error 2, error 4 and error 5 messages. Per the onetouch ultra user guide the error 2 message prompts when there is a problem with the meter or the patient has used a used test strip when testing their blood glucose. Per the onetouch ultra user guide the error 4 message prompts when the blood sample was applied incorrectly, the patient tested outside of temperature specifications or there is a problem with the test strip. Per the onetouch ultra user guide the error 5 message prompts when the meter detects a problem with the test strip. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient's daughter stated that the alleged issue began approximately 2-3 days prior to contacting lfs ((B)(6) 2012). The patient reportedly manages his diabetes with diet, exercise, metformin (unknown dose) and glipizide (unknown dose). The patient's daughter denied that her father had made any changes to his normal diabetes management due to the alleged issues starting. The patient's daughter claimed that she found her father ''incoherent and unresponsive'' a couple of days after the alleged issue began ((B)(6) 2012). The patient's daughter informed the cca that her father's blood glucose was tested on an emergency medical services (ems) meter at 8 p.m. On (B)(6) 2012 and a result of ''39 mg/dl'' was obtained. The patient's daughter stated that her father was treated with IV glucose by ems. During troubleshooting the cca confirmed that the patient was not using the subject meter for the first time and that there had been no misuse to the subject meter. The cca also confirmed that the patient was using the correct/unexpired test strips and testing process. The cca documented that the error 2 message did not prompt when the subject meter was turned on manually. The alleged error 2, 4 and 5 messages were not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury, had ems obtain a blood glucose result suggestive of a serious injury and required IV glucose treatment from ems as a result of the alleged issues. In addition, the error 2, 4, and 5 messages were not resolved during troubleshooting.